Event description:
The customer stated "fault as sheath, appears squashed, light passes through it". The fiber was evaluated with a clearly evident break in the fiber and heat shrink.

Manufacturer narrative:
The fiber was confirmed to be broken in two pieces. Since the fiber heat shrink appears to be frayed at the broken point, it was likely caused by an error in user handling. A review of manufacturing records indicates all fibers of this lot were 100% tested prior to packaging, indicating that this fiber was conforming to dornier specifications prior to use by the end user. No further action is required on this complaint at this time.